Event description:
The dome portion was detached from the catheter during the traction removal for periodical replacement. It occurred 180 days after placement. The deteched dome was reached to small intestine and could not be removed endoscopically. The pt is in the hosp for observation. Only the catheter was returned.